Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported a tampon fell apart and a piece attached to her iud. During a physical exam, her obgyn noticed a portion of the tampon was tangled in her iud. The doctor removed the pieces of tampon from the iud without removing the iud and she was tested for infection. The test came back negative. She then became pregnant and believed the pregnancy was caused by her iud becoming unbalanced after her doctor removed the piece of tampon that was entangled in it and the iud then became lodged in her cervix. She returned to her obgyn where she had an ultrasound and no fetal heartbeat was found. The doctor suspected a miscarriage, and afterward the consumer had a miscarriage at home. Consumer is doing fine and had a follow up appointment scheduled with her obgyn.